Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
During bhp surgery, when the surgeon assembled the bipolar cup (43mm) and metal head(26mm/0mm), the bipolar cup didn't move smoothly. Therefore the surgeon changed the bipolar cup and metal head to another products (bipolar cup 46mm, metal head 26mm/0mm). However, the result was same. Therefore the surgeon changed the bipolar cup and metal head to another products (bipolar cup 44mm, metal head 26mm/0mm). The result was same, but the surgeon used that to the patient.

Manufacturer narrative:
An event regarding size/fit issue involving a centrax bipolar was reported. The event was not confirmed. Method and results: device evaluation and results: the device was received centrax head was received along with the corresponding locking ring and packaging clip. No damage was observed on any of the components. A functional test using the gauge indicated on the inspection guide sheet of this device deemed the product to be conforming. Clinician review: not performed as medical records were not received for review with a clinical consultant.. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed as it was determined that the device was fully functional as per the functional test performed. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
During bhp surgery, when the surgeon assembled the bipolar cup (43mm) and metal head(26mm/0mm), the bipolar cup didn't move smoothly. Therefore the surgeon changed the bipolar cup and metal head to another products (bipolar cup 46mm, metal head 26mm/0mm). However, the result was same. Therefore the surgeon changed the bipolar cup and metal head to another products (bipolar cup 44mm, metal head 26mm/0mm). The result was same, but the surgeon used that to the patient.